Event description:
Tandem t:slim x2 insulin pump battery rapidly depleted while asleep and died, leaving type 1 diabetic patient with zero insulin overnight. This is despite running the latest version of the t:slim x2 insulin pump mobile app 2.7.1 which was supposed to fix this dangerous bug. Patient had a blood sugar > 400 overnight. Luckily, she quickly recovered once the issue was detected and has not had to visit the hospital.